Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. It was also reported that the surgeon used the attune revision fixed tray and a 14x80 tapered stem to gain stability. Doi: unknown. Dor: (B)(6) 2018. Left knee.